Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the occlusion alarm. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The downstream occlusion alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be an out of calibration downstream occlusion sensor. To correct the condition, the sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.